Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, g.1.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, yellow particles in the surface of the shell and opening. A leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a striated opening in the patch overall side. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a striated opening in the patch overall side assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.